Event description:
It was reported that the patient presented for a generator change procedure for elective replacement indicator. During the procedure, it was noted that the pacemaker was failing to be interrogated via radio frequency (rf) telemetry. The pacemaker was not used. The physician continued with the second pacemaker and completed the procedure. The patient was in stable condition.